Event description:
It was reported that during surgery, the distal 4.0 long drill did not target the nail correctly because of the radiolucent drop. The original drill hole was made bigger than anticipated.

Manufacturer narrative:
The associated device was returned and evaluated. The visual inspection of the returned device shows significant signs of wear/use. Our investigation did not determine the specific cause of the damage; however we recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Manufacturer narrative:
A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident.